Event description:
It was reported that the patient underwent thyroid surgery in approximately (B)(6) 2012. After the surgery, the implantable neurostimualtor (ins) could not be recharged anymore, even with another recharger. The ins was providing stimulation and patient was receiving good therapy until the ins was completely discharged. Telemetry was however, possible with the clinician and patient programmers. It was confirmed in the clinic that the ins had not flipped over. The ins was therefore, replaced due to an overdischarged battery, which was noted to have happened once. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: there were no anomalies found. The ins passed functional testing with no difficulties observed with recharging. According to the trace report taken from the ins, this device was never over discharged (over discharge count = 0). The last five recharge sessions done while the ins was implanted had 0 bars of coupling 5-7 minutes into the recharge session. None of these five recharge sessions charged the battery to bring it out of the "sleep" mode even though one session was 2 hours long.

Manufacturer narrative:
Product ID: 37081, serial# unknown, product type: extension. (B)(4).